Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in line) during dwell 4 of 4 on the home choice (hc). The technical service representative (tsr) cleared the alarm and informed the home patient (hp) of the errors meaning. There were no leaks or disconnections with the set up. The hp would disconnect for the day and do a manual exchange to finish up therapy for that night. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up report will be submitted.